Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. (B)(4).

Event description:
During a rotator cuff repair procedure using a truepass needle single pack, sterile bx 5, it was reported that the needle tip broke off and remains in the patient. The needle was broken off at the second stitch. The case was completed with an elite pass with an approximate 15-20 minute procedural delay. The patient¿s post-procedure was reported as okay. There are no future plans to remove the broken tip as the needle is embedded in the tissue. No x-ray images are available. There were no patient injuries or complications reported. There are no future plans to remove the broken tip as the needle is embedded in the tissue. No x-ray images are available.